Event description:
The reporter indicated that this pacer was implanted on 5/2 and was explanted due to infection. The hospital has had a number of problems with infection which do not appear to be related to problems with their facility.